Manufacturer narrative:
The pump was received with no esc button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to verify for low battery alarm, and perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to no button response. The pump was received with minor scratches on the display window, cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the buttons on the insulin pump were unresponsive. Customer changed the battery due to low battery alarm and when it turned on it alarmed button error. Customer's blood glucose was over 500 mg/dl due to not having insulin for four to five hours. Customer has dropped the device in the past but didn't recall any current events which may have caused the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.